Event description:
Caller states he tested 3.0 inr on the coaguchek xs system and 2.3 inr on a (B)(6) lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.